Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es drawer continues to make loud clicking sounds when accessing cubie pockets. The customer stated that the solenoid cable was burned and damaged. There was no delay to the patient's workflow. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-aug-2012 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer 2.1 continued to make loud clicking sounds when accessing the cubie pockets due to a damaged solenoid cable. A field service engineer (fse) replaced the solenoid to resolve the issue. The drawer was opened in storage manager configuration, and no clicking noises were heard. The system functioned as intended after the field service engineer repaired the device.